Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -3.0/2.0/080 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. Low vault was observed. Lens remains implanted. Cause reported as unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Claim #: (B)(4).

Manufacturer narrative:
Additional information: b2-required intervention to prevent permanent impairment/damage (devices). B5-the reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -3.0/2.0/080 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged for a longer length lens due to low vault. The exchange resolved the problem. Cause reported as unknown. D6b- (B)(6) 2022. Claim# (B)(4).